Event description:
The customer reported the tube lasted less than a week and the seal around the balloon, used for inflating the cuff, was giving way. A non-routine replacement of the tube was required.